Event description:
It was first reported that an impedance issue was observed in 2008. The competitor ICD registered a vf event, but later was noted as noise only. On the same date the home monitoring system showed an increase of lead impedance. The device was explanted.

Manufacturer narrative:
Na

Manufacturer narrative:
The reported field event was verified. The insulation of the sensing cables was abraded; one was burned. The damage could cause oversensing and inappropriate shocks. No defects in material or workmanship were noted.